Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't find any other complaints on lot number 9409018. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the basket broke at one of its ends when the stone was extracted. The device was removed from its packaging, inserted into the kidney, opened to extract the stone, and was found that one of its tips was damaged and loose, making it difficult to remove it from the cavity.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't found any other complaints on lot number: 9408990. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.